Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a called in a patient incident that took place on 10jul2024 at 12:33am. The infusion was programmed with 250 ml of heparin to run for 15 to 20hrs at a rate of 12 units/kg/hr. The nurse left the room and came back to check the patient, and it was discovered that the infusion was complete, and that the infusion had free flowed. There was patient involvement and it was noted that anti-xa was drawn on 10jul2024 at 0039 and had a result of 2.47, ptt >400. The infusion was held and labs were drawn every three hours. On 10jul2024 at 0520, anti-xa result was 0.71 which was trending down and no bleeding was noted.

Event description:
It was reported that a called in a patient incident that took place on (B)(6) 2024 at 12:33am. The infusion was programmed with 250 ml of heparin to run for 15 to 20hrs at a rate of 12 units/kg/hr. The nurse left the room and came back to check the patient, and it was discovered that the infusion was complete, and that the infusion had free flowed. There was patient involvement and it was noted that anti-xa was drawn on (B)(6) 2024 at 0039 and had a result of 2.47, ptt >400. The infusion was held and labs were drawn every three hours. On (B)(6) 2024 at 0520, anti-xa result was 0.71 which was trending down and no bleeding was noted.

Manufacturer narrative:
This report lists imdrf annex a0404, a040506, g0301201, g04070, c070606, and d02 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Correction : unique identifier (UDI) #. Additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the reported complaint of over infusion was not confirmed or reproduced during laboratory testing. Laboratory testing found the device to be delivering fluids within specification, with no signs of unregulated flow observed. Review of the pcu event log showed, on (B)(6) 2024 at 9:30 pm, the pump module was selected and programmed guardrail drug heparin (drugid= 156) with a dose of 12 units/kg/hr resulting in a calculated rate of 10.152 ml/hr (vtbi= 250 ml). On (B)(6) 2024 at 12:06 am, the pump module was paused and restarted approximately four (4) minutes later. At 12:12 am, the pump module was selected, and additional volume (vtbi= 250 ml) was programmed at the rate of 10.152 ml/hr. At 12:29 am, the pump module was paused before being channeled off. Total volume infused of guardrail drug heparin (drugid= 156) was recorded as = 29.629 ml review of the logs could not determine the amount of volume in the IV bags at the start or end of the infusions. It is also not possible to determine what the fluid is that is contained within the IV container. The pcu event log only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The setup of the system and the medication bag at the time of the reported event could not be confirmed. Review of the pump module error log showed no errors were recorded on the reported event date. Inspection and testing of the event administration set could not be performed because the set was not returned for investigation. It is not known if any of the following conditions may have existed at the time of the reported incident: per product labeling, alaris system user manual (v9), it states within warnings and cautions of the loading instructions: do not touch the administration set while closing the door. Ensure tubing placement is over pressure sensors. Ensure the upper fitment is not elevated above the receptacle on the pump. This could be caused by maintaining traction on the set (or stretching the set) while closing and latching the door. If the set is loaded in this manner, infusion inaccuracies may occur. Failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. External inspection of the device showed the sear was manufactured by a third party and the door latch spring was cut too long and not properly seated in the door cavity. The third-party parts notice (dated (B)(6) 2022) states that only original bd pump module parts and components are to be used in any maintenance, repair, or use with bd devices. Bd has not tested nor validated the performance and functionality of its medical devices when used with replacement parts manufactured/refurbished and sold by third parties and strongly recommends not using any third-party components for the maintenance, service, and repair of bd devices except as explicitly stated otherwise in the directions for use. Internal inspection showed incidental findings with no relation to the reported complaint. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note: the pumping mechanism was disassembled during the internal inspections. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Note to repair center: device opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the complaint of an over infusion was not identified. Laboratory testing found the pump module was delivering fluids within specification. Note that this report lists imdrf annex a1801, a040502,g02017, g04088, g04037, c0601, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that a called in a patient incident that took place on (B)(6) 2024 at 12:33am. The infusion was programmed with 250 ml of heparin to run for 15 to 20hrs at a rate of 12 units/kg/hr. The nurse left the room and came back to check the patient, and it was discovered that the infusion was complete, and that the infusion had free flowed. There was patient involvement and it was noted that anti-xa was drawn on (B)(6) 2024 at 0039 and had a result of 2.47, ptt >400. The infusion was held and labs were drawn every three hours. On (B)(6) 2024at 0520, anti-xa result was 0.71 which was trending down and no bleeding was noted.